Manufacturer narrative:
This is in response to medwatch mw5165162. Additional, corrected, and/or changed data: b5, b7, and h6.

Event description:
Additionally, the healthcare professional reported injecting the patient in the cheeks with 1 syringe of juvéderm® voluma¿ xc. Seven months later, the patient was injected in the lips with 1 syringe of juvéderm® ultra plus xc. The healthcare professional reported never injecting the patient in the nose or penile gland. The patient returned 6 months later, asking to dissolve filler on the nose but could not confirm what was injected there. The patient was made aware that they did not need dissolver but insisted. The healthcare professional went over the patient¿s past care. No medications or treatments were given. Event status is unknown.

Event description:
Patient reported being injected with juvéderm® voluma¿ xc and an unspecified juvéderm®. The patient also reported being injected in the nose and penile gland with an unspecified dermal filler. The patient developed ¿breathing issues, diarrhea, swelling, joint stiffness, arthritic symptoms, nausea, fatigue, tinnitus,¿ and ¿device migration¿ the patient reported that the nose injection resulted in an ¿abscess,¿ causing ¿tissue cracking¿ and the right-side cheek ¿swelling.¿ the patient started ¿medical case, surgery, and pre-cancer surgery removal.¿ the patient has been treated with hylenex, heavy cream antibiotics and oral antibiotics. A cat scan and MRI were performed, but the results were not shared. Events are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) and cn-(B)(6) .this emdr is being submitted for unknown dermal filler. Regulatory agency received the following report from a patient.

Manufacturer narrative:
This is in response to medwatch. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.